Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is broken. Unable to download event log history due to inoperable board. Customers problem was duplicated. Investigation verified downstream occlusion sensor seal bubbled and was unable to verify customer's problem of loose latch. Latch lock was found to be sticky. Device displaying error code 46510 when powered on. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream occlusion sensor seal. A corrective and preventative action has been taken to address the reported issue. Operator of device and return to FDA are unknown.

Event description:
It was reported that the device had downstream occlusion (dso) bubble and silver latch loose. No patient injury was reported.